Event description:
It was reported that the device activated on its own, then stopped and would not work again.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported continuous activation condition was confirmed on the returned unit. During the visual inspection an excessive amount of blood was observed on the outside of the probe¿s handle, all around the base (outlet) and suction tube as well as on the inside of the suction tube. An operational simulation was performed connecting the returned unit to a console which overrides the expiration date and allows the unit as it was returned to be activated for testing purposes. The simulation was performed using saline water and a piece of tissue paper. The unit continuously activated and the buttons did not work. The returned unit used in surgery was dissected to verify the electrical connections. When the handle was opened an excessive amount of blood spilled from the inside of the handle. The blood was concentrated on top of the pcb button actuators, which caused the signal unit¿s malfunction. No abnormal condition was observed in terms of assembly of the wire connections, wire arrangement with the e-prom pins, green clip and red cable connection. Even though, there is evidence to support the conclusion that the blood ingress was through the handle¿s bottom communication and suction tube outlet, in order to rule out fluid ingression due to a manufacturing related defect through the glued parts of the serfas probe, the lumen¿s joint with the core, the glue joint between the inner lumen and ceramic and the glue joint between the suction tube and the inner lumen were evaluated by pouring saline water through the joints and observing if there was any water ingress into the handle. No fluid ingression was observed through those points. The only possible ingression point identified is the suction tube¿s and communication cable¿s outlets, located on the bottom of the handle. Therefore, the most probable cause for the reported condition is identified as user related. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device activated on its own, then stopped and would not work again.